Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 22-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 with lot number b85141 (expiration date oct-2016). It was impossible to remove the delivery catheter and a part of the delivery catheter broke. The broken piece was kept and sterilized. Follow-up information received on 02-may-2016: (B)(4). Follow-up received on 09-may-2016 it was impossible to remove delivery catheter from sheath of bettocchi. The broken part of delivery catheter remained in sheath of bettocchi. The reporter had no further information to provide and could not fill in the device breakage questionnaire. No further information is expected to be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, it was impossible to remove the delivery catheter and a part of the delivery catheter broke. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 08-jun-2016 - quality-safety evaluation: (B)(4). Lot number b85141. As of may 23, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, it was impossible to remove the delivery catheter and a part of the delivery catheter broke. This event was considered anticipated upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow-up received on 26-oct-2016 - quality-safety evaluation of ptc: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert for this case only a broken section of the valve introducer was available for inspection, the rest of device was not available for our investigation therefore we can't confirm breakage for delivery catheter or valve introducer was caused due to a manufacturing defect. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-oct-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1421 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, it was impossible to remove the delivery catheter and a part of the delivery catheter broke. This event was considered anticipated upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.